Event description:
It was reported that the 6800 system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer upgrade kit needs to be installed. The customer canceled the service call. A f/u report will be filed when add'l details become available.